Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
Issue with screw head going through the plates and not engaging.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Disposition unknown.

Event description:
Issue with screw head going through the plates and not engaging.